Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The user facility biomed performed troubleshooting and determined the power supply was the alleged faulty defect causing the motor fault alarms. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion failure analysis lab department.

Event description:
The customer reported while using the vela ventilator, the unit displays motor fault alarms. The issue occurred during patient use in which the suspect device was taken out of service and alternative ventilation was provided. There is no report of patient harm or injury associated with the event.